Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer rec'd a button alarm 22. Customer had elevated blood glucose levels (555 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels.